Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump screen became blank and the device shut down around 70% battery following a site change and dismissal of an occlusion alert, and the device did not power on or charge despite use of the beta bionics charging pad and wall adapter until later when the unit unexpectedly powered on; a replacement ilet was provided and the original was returned. Symptoms included hyperglycemia with a reported blood glucose of 259 mg/dl for approximately eight hours without alerts for sustained hyperglycemia. Outcomes included use of backup therapy with 5 units of rapid-acting insulin and no hospitalization or need for medical intervention. Investigation included guided troubleshooting of the charging system, verification of correct charging accessories and orientation, outlet checks, and replacement of the charger and pump. Investigation of this device did not revealed a device power and screen visibility issue that was not resolved by initial charging steps, with intermittent recovery later, consistent with a suspected device malfunction rather than user error or environmental interference. It was concluded, based on previously established findings for similar reports, that the cause was not a device malfunction affecting power management and display.